Event description:
Insulin pump received by medtronic indicated that the insulin pump had moisture behind the insulin pump screen. Customer stated that they went swimming and the insulin pump was not dropped. Insulin pump was not having cracks. No harm requiring medical intervention was reported. The product was been returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. Successfully downloaded history files and traces using thus. Pump successfully paired with the test transmitter and test bg meter. No unexpected alarms or alerts noted in pump's memory. Pump was cut open to perform visual inspection and found moisture damage¿on the pcba 1, pcba 2, motor, force sensor and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump passed required testing and paired successfully with the test transmitter and bg meter. No com pump to xmtr-unresolved and no com pump to meter-unresolved were not confirmed. Moisture damage confirmed on pcba 1, pcba 2, motor, force sensor and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.